Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event:unknown. Pending furhter information.

Event description:
It was reported by the healthcare professional to the company sales representative "unable to adjust the pressure." All medwatch submissions related to this report are: 3004721439-2018-00175, 3004721439-2018-00195.

Manufacturer narrative:
All med watch submissions related to this report are: 3004721439-2018-00175 3004721439-2018-00195. Manufacturing evaluation: the valves were received unopened in the original packaging. Visual inspection - a deformation of the outer housing of the prosa valve was observed through the visual inspection. Permeability test - n/a. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. However, the prosa valve was not adjustable to all specified pressures. Braking force and brake function test - n/a results - based on our investigation, we confirm that the prosa valve was non-adjustable at the time of the investigation. The cause of the deformation of the valve and resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.